Manufacturer narrative:
Batch review performed on 16 august 2019: lot 161308: (B)(4) items manufactured and released on 29-apr-2016. Expiration date: 2021-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: stem revision performed 2 years and 9 months after primary cementless total hip arthroplasty in a (B)(6) year old man with extremely narrow femoral canals. In the radiographic image provided, radiolucent lines around the stem and signs of stress shielding are visible. The stem could only find mechanical stability in its distal part. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Visual inspection performed by r&d project manager: femoral stem shows residual ha on the proximal part. Signs of revision and extraction on the neck. Signs of mild fretting on the trunnion taper. This is also highlighted in the taer cavity of the head.

Event description:
We were informed on (B)(4) 2019 that a revision surgery, following a loose stem, would have been performed on (B)(6) 2019 (2 years and 9 months after primary surgery). The cause of the loosening isn't known. Since the stem was changed, the surgeon also changed the head and the inlay.